Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head cable had cut/tear. The issue was identified during reprocessing. There was no patient involvement at the time the issue was identified.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise showing on image, which was due to a faulty charged coupled device (ccd). Based on the results of the investigation, it is likely the following led to the malfunctions: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head cable had cut/tear. The issue was identified during reprocessing. There was no patient involvement at the time the issue was identified.